Event description:
Related manufacturer reference number: 1627487-2022-03963. It was reported the patient's lead migrated. In turn, surgical intervention occurred on (B)(6) 2022 wherein the lead was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A case of to lead migration was reported to abbott. The lead was repositioned to resolve the issue. No devices were returned for evaluation. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.